Manufacturer narrative:
Field service specialist (fss) visited the account and was not able to verify the reported issue. As a precaution, the joystick was replaced. No other issues were noticed. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The customer reported visx chair was drifting down in the z axis prior to laser being treated. The system was rebooted and the power in the chair was reset. However, the chair was still drifting and they were not able to treat patient. It was also stated that the chair was moving slowly in the z direction when the motor was engaged.

Manufacturer narrative:
Correction: manufacturing date was reported by the manufacturing site to be 2007.